Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead dislodged, and was sensing poorly. The lead was repositioned, and upon repositioning, it was noticed that the lead impedance was high, and after connecting the lead to the device, its threshold increased. The lead remains in use. No patient complications have been reported as a result of this event.